Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, no patient impact and no adverse consequences reported